Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support provided information to reset the pump, assisting the caller in the process, and the malfunction did not recur after the reset. The customer was advised to have a warranty pump ready as a backup and acknowledged this suggestion.